Manufacturer narrative:
Full UDI is not available due to missing lot number information.

Event description:
It was reported that the device is not holding pressure during a procedure at the user facility. Upon follow up, the user facility was not able to provide any further information regarding the reported event.